Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred. The patient reported that she did not receive an alert when her blood glucose dropped to 45 mgl/dl. She reported that she passed out after she noted her continuous glucose monitor (cgm) was 45 mg/dl. She is currently not using the dexcom system. Further event details were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.